Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to use of an autolog wash kit, it was reported that there was a fluid leak from the wash set. The leak occurred during priming with no blood involved. The device was replaced to complete the procedure. There was no patient involvement, so no adverse effect occurred. Medtronic received additional information that there was no damage noted in the instrument or the disposable. There was no visual, audible, or performance abnormalities. The bowl leaked fluid at the back and underneath the machine. Approximately 400ml of saline was run through the device. An error warning message appeared stating that there was air in line.

Manufacturer narrative:
Device evaluation summary: visual inspection shows no outward signs of damage or abnormalities. No fin, straw, or dimple plate damage was noted, no signs of holes or cracks were detected. The bowl was run a couple of times using di water. During the runs there was no leaks observed. Reason for return was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.